Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 211 mg/dl at the time of incident. Customer stated that the battery was not previously used and the drive support cap was not damaged. The customer stated that this was the second occurrence of replace battery now alarm in less than ten hours after a low battery alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for power error detected was performed. The customer was provided guidelines on how to resolve the issue after the call but the customer stated that they already performed the steps prior to the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with faded serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.